Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant falsely low total bilirubin 2 (tbil_2) result on a single patient sample on an advia chemistry 1800 instrument. It was reported that the quality control (qc) was within range during the time of testing. Siemen's investigation determined that the potential cause of the discordant result is sample specific due to poor sample quality and the presence of the gel, fibrin, micro clots, or cellular debris preventing the system from aspirating the proper amount of sample from the sample cup to make the proper sample dilution. Siemens has concluded that the issue is not a reagent lot or method issue. Additionally, there is no evidence of a product non-conformance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low total bilirubin 2 (tbil_2) result was obtained on a single patient sample on an advia chemistry 1800 instrument. The initial discordant result was reported to the physician(s) and questioned. The same sample was repeated on the same instrument, resulting higher and as expected. The repeat result was reported, as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tbil_2 results.